Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: stenosis requiring revascularization. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6)2007, the patient underwent stenting in the predilated proximal left anterior descending (lad) artery with one xience v stent and in the predilated right posterio-lateral artery with one xience v stent. On (B) (6)2010, the patient experienced unstable angina that required admission to the hospital, medical treatment with iovenox and nitropaste as well as diagnostic coronary angiography. On (B) (6)2010, the patient required revascularization of the proximal lad via balloon angioplasty using the kissing balloons technique. The patient's condition resolved on (B) (6)2010. There was no adverse patient sequela. There was no additional information provided.